Event description:
A pt service rep contacted zoll customer to report that a (B)(6) male pt's battery charge/modem would not charge a battery pack. The pt was provided with a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/model sn (B)(4) has been confirmed. As received, the battery charger would not power on. The cause of the battery charger would not power on was a flash memory failure (components u102 and u105) on c/a board sn (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem and battery pack.